Event description:
As reported: they were not able to load the traxcess into the catheter. Information received notes it is a bit unclear if it was stuck in the hub or proximal part of the catheter. The procedure was completed as another duo catheter was used without problems. The same traxcess was used successfully with the new duo catheter. There was no patient impact, injury and no medical or surgical intervention performed. Patient status is "good". When the device was received for evaluation, the investigation findings found that the lumen coil was damaged and exposed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house guidewire was unable to advance through the returned microcatheter, which is consistent with the alleged product issue. Further investigation found the ptfe liner damaged/delaminated with exposed coil at the hub join, which is consistent with the resistance encountered during the investigation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed coil and damaged ptfe liner, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.